Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing came out of the infusion set while sleeping. In the morning of this report, the patient had high blood glucose level and self-treated it with a bolus and noticed that the tubing came out completely at the site; not once but twice. Patient's blood glucose level jumped up to 290 mg/dl. The patient went out for dinner and kept on getting worse and worse as now blood glucose level was 350-400 mg/dl and self-treated with a shot. The site location was at the left abdomen and the pump was in the t-shirt. The infusion set was in use for two days. Reportedly, the infusions were stored in the drawer next to the bed. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.